Manufacturer narrative:
This report was sent in error. The reported malfunction would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was not connecting to the screen and had a fuzzy image. The event occurred during reprocessing. There were no reports of patient involvement.